Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI #: (B)(4). The manufacture representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that system would not connect to the hospitals network or the imaging system. Troubleshooting included bypassing the bulkhead connector with no resolution, and the ethernet port on the computer did not have any lights come on to recognize a physical connection. Using the same ethernet cable and the same imaging system, the other navigation system on site did connect with no issue. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The computer connected to the network. No error messages were received. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative stated that the issue was a problem on the hospitals network. Some problems with their networking on ongoing and the site is working on correcting this.